Event description:
A pharmacist called on behalf of a customer. He stated that a control test was performed using the customer's contour system and the result was 22.1 mmol/l (398 mg/dl). The normal control range was 5.8-8.1 mmol/l (104-146 mg/dl). No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.